Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a vented paclitaxel set in which a leak occurred. According to the report, the spike became dislodged from the bag after spiking an unspecified b braun 500ml bag and resulted in a spill of docetaxel chemotherapy drug. The drug leaked into the chemo transport bag. The baxter sales rep stated that there was no external spill of the drug. The event occurred prior to patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.